Event description:
Customer retaining the product.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is not expected to be returned for manufacturer review/investigation. D11: concomitant product updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a spiral blade inserter would not pass through spiral blade aiming arm. Procedure outcome was successful. There was a surgical delay of 1-2 minutes. Patient status was unknown. Concomitant devices reported: spiral blade inserter for ti humeral nails (part 358.696, lot unknown, quantity 1). This report involves one spiral blade aiming arm for ti cannulated humeral nails-ex this is report 2 of 2 for (B)(4).